Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system failed mechanical test. The mobile view station (mvs) uninterruptible power supply (ups) not lasting more than a minute or so. Replaced the mvs ups. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs ups was returned to the manufacturer for analysis. Investigation was able to duplicate issue. Ups failed 5 minute load test in 32 seconds after a overnight recharge. The hardware investigation found that reported event was related to an electrical failure; battery won't hold charge. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while moving the imaging system into the room from storage, for a spinal fusion procedure, the mobile view station (mvs) shut down. The system is stored plugged in overnight and beeps when unplugged but doesn't last long enough to get set up in the room. When restarting the imaging system in the room the pendant said 'system booting please wait'. Had the medtronic representative shut down both image acquisition system (ias) and mvs completely and unplug the umbilical cable while troubleshooting. He restarted the systems with the umbilical cable unplugged and when both are fully booted he connected the mvs and ias and system went to 2d mode. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.